Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the intraoperative bone fracture of the knee turnip was occurred when the surgeon attempted to deep flexion of the patient¿s knee joint to insert the implants to the patient¿s femur on (B)(6) 2018. The surgeon decided to no treatment was applied to the bone fracture. There was no surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.